Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited the following issues, dent in the outer tube, broken heater flex board in the insertion section, and therefore the heating function was not working correctly, broken charged coupled device (r-unit), resulting in a purple image, damage laser light cable (llk) plug of the video cable section. There was no patient involvement.